Event description:
Found liquid around one of the doses when checking doses after compounding. After watching it further, found that it was leaking from the end where the tubing is attached. No cracks or defects were visible. Had tech remake one dose.